Event description:
It was reported that the surgeon attempted to insert a 13.0 diopter cq2015 collamer three piece lens and the lens got stuck in the cartridge. No patient contact. The reporter stated the incident was caused by the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. The optic was scratched and a haptic was torn off and missing. There was a clear surgical residue on the lens.